Event description:
The distributor reported to our kit booking specialist that the instruments broke during a surgical procedure. No adverse consequences reported by the customer. The procedure was completed successfully using other items available in the theatre.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.